Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) reported that the lead 4136/29209849 was capped on (B)(6) 2021 due to unknown product performance issue.